Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented high-volume inlet leaked. The event was further described as exactamix inlet breaks off when trying to spike the clinolipid bag. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.

Event description:
It was reported that a vented high-volume inlet leaked. The event was further described as exactamix inlet breaks off when trying to spike the clinolipid bag. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.